Manufacturer narrative:
H11: manufacturing review: the device history records/manufacture review have been initiated. Investigation summary: two powerport MRI isp implantable port kits in its original packaging was returned for evaluations, and five electronic photos were provided for the review. The first photo shows two implantable port kits with their box packaging and product labels attached to the boxes. The labels contain the product details was mentioned and verified with tw details. Two green seal tapes were observed on the outer packaging of one box. The second & third photo shows two green seal tapes affixed to the outer packaging, placed at the corners of the box. The fourth & fifth photo shows a partial view of the outer packaging at the corner of the box, with the product details visible on the product label. Visual evaluation was performed on the returned device. The partially unsealed complaint sample was noted to be clean. No green seal tapes were noted throughout the outer package. A sealed tape appeared crumbled on the bottom center side of the outer package. The outer package was opened for further evaluation. No other anomalies were observed to the port kit within the outer package. Therefore, the investigation is confirmed for reported unsealed device packaging, component missing, missing information and loss of or failure to bond issues. The root cause was determined to be manufacturing related as per available input and data. However, sre open for further evaluations to access the possible supplier or manufacturing cause. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(medical device lot), (unique identifier (UDI), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that on MRI powerport isp package, the green tape labeled peeling off had detached and adhered to the label of another product. No patient involvement was reported.

Event description:
On (B)(6) 2025, it was reported that on MRI powerport isp package, the green tape labeled ¿peeling off¿ had detached and adhered to the label of another product. No patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.